Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a roux-en-y procedure on the sixth firing with a green load the device was difficult to close so the surgeon aborted the firing. The device was reloaded with a green load and fired. The surgeon stated that the device had a high force to fire, but completed the firing stroke. The surgeon also stated that he heard a loud popping sound. When the device was removed the staples at the distal end were malformed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with two blue cartridge reloads present. Reload c was received partially fired 1/3; a partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. Reload b was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reloads were tested for functionality in the straight and articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.